Event description:
Clinical information: (B)(6), patient site ID: (B)(6). It was reported that on 28 jan 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum was 10.2mm. There was minor calcification in membranous septum. The activated clotting levels were 355s and heparin was given. A pre-implant balloon valvuloplasty was done with a 20mm non-abbott balloon. The valve partially re-sheathed 2 time due to implant depth was too low. A post-implant balloon valvuloplasty was done with a 23mm non-abbott balloon due to ensure adequate expansion of the valve. The final implant depth at non-coronary cusp (ncc) was 8mm and at left coronary cusp (lcc) was 8mm. Post procedure, the patient had a systolic blood pressure (sbp) of 85mmhg. The patient's legs elevated and aramine was given. The sbp reduced to 80mmhg. The patient was reported stable and discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event for hypotension was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, causes for the reported hypotension could not be conclusively determined. It is possible that patient condition contributed to this event. However, this cannot be confirmed. The reported unexpected medical interventions were a result of case-specific circumstances as post-implant valvuloplasty was performed and medications were administered to address the hypotension. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.